Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed first for low oxygen during ventilation. Then the ventilator device stopped with ventilating and alarmed for "breathing/respiration rate too high". - the device log files do show that the ventilator device was switched to standby when the device alarmed. At the time of incident, the device was running on battery at 100% oxygen in niv ventilation mode. What is not confirmed by the user yet are: if the ventilator device was well connected to the oxygen cylinder, neither it's unknow what the pressure in the oxygen cylinder was at the time of the incident. If the t1 ventilator device stopped by itself or was the device manually switched to standby modes by the user. - there is need for medical intervention reported. The not functioning t1 ventilator device (low oxygen alarm) was replaced by a manual resuscitator (ambu bag). - patient harm was reported. The patient harm is a result of a fall from the 4th floor. There are no indications that the patient his/her situation deteriorated because off the failing t1 ventilator (low oxygen alarm) and the patient had to be ventilated with a manual resuscitator bag (ambu bag). - neither delay in treatment nor harm to user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device alarmed first for low oxygen during ventilation. Then the ventilator device stopped with ventilating and alarmed for "breathing/respiration rate too high". - the device log files do show that the ventilator device was switched to standby when the device alarmed. At the time of incident, the device was running on battery at 100% oxygen in niv ventilation mode. What is not confirmed by the user yet are: if the ventilator device was well connected to the oxygen cylinder, neither it's unknow what the pressure in the oxygen cylinder was at the time of the incident. If the t1 ventilator device stopped by itself or was the device manually switched to standby modes by the user. - there is need for medical intervention reported. The not functioning t1 ventilator device (low oxygen alarm) was replaced by a manual resuscitator (ambu bag). - patient harm was reported. The patient harm is a result of a fall from the 4th floor. There are no indications that the patient his/her situation deteriorated because off the failing t1 ventilator (low oxygen alarm) and the patient had to be ventilated with a manual resuscitator bag (ambu bag). - neither delay in treatment nor harm to user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: clarification regarding content of field b5: no patient harm occurred during the incident at hand. The patient's health deteriorated due to their pre-existing injuries. Investigation: user's feedback the emergency doctor on duty that day described the incident as follows: the doctor admitted that she had operated the ventilator incorrectly by selecting the wrong ventilation mode (niv mode) and had used the resuscitation bag as a fallback. She described the incident and confirmed that the patient's condition (gcs 9, moderate traumatic brain injury tbi 2) was due to the accident, which was a fall from the 4th floor. That was before the ventilator was on location to be used. Hardware analysis: no hardware was returned. Logfile analysis: hamilton medical ag received the logfiles of the ventilator for analysis. All important actions such as operator settings, actions, and alarms, etc. Are documented in the logfiles. According to the event and service logfiles there are no entries regarding technical faults or events, i.e., a malfunction of the device is not apparent. Clinical analysis: the logfiles showed that the niv mode was selected as the ventilation mode. Interpretation: the patient, if already connected, is not breathing. However, the niv mode is a spontaneous breathing mode and not a controlled ventilation mode. Historical data analysis: this is the first reported incident of this ventilator (sn (B)(6). Assessment of patient involvement/impact: there is no patient, user or third-party harm reported caused by the ventilator. Root cause analysis: the patient could no longer breathe spontaneously and was therefore not active. The niv mode was selected as the ventilation mode, which is only used for actively breathing patients. Therefore, the root cause is determined to be a use error. Reportability: the reported event is no longer considered reportable: the ventilator did not malfunction and did not cause or contribute to death or serious injury. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed first for low oxygen during ventilation. Then the ventilator device stopped with ventilating and alarmed for "breathing/respiration rate too high". The device log files do show that the ventilator device was switched to standby when the device alarmed. At the time of incident, the device was running on battery at 100% oxygen in niv ventilation mode. What is not confirmed by the user yet are: if the ventilator device was well connected to the oxygen cylinder, neither it's unknown what the pressure in the oxygen cylinder was at the time of the incident. If the t1 ventilator device stopped by itself or was the device manually switched to standby modes by the user. There is need for medical intervention reported. The not functioning t1 ventilator device (low oxygen alarm) was replaced by a manual resuscitator (ambu bag). Patient harm was reported. The patient harm is a result of a fall from the 4th floor. There are no indications that the patient his/her situation deteriorated because off the failing t1 ventilator (low oxygen alarm) and the patient had to be ventilated with a manual resuscitator bag (ambu bag). Neither delay in treatment nor harm to user or third party has been reported. The investigation is still ongoing.